Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump beeps without a message on the display every 5 minutes. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was monitored and no audio beep noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.